Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the collimator was defective and the can bus communication to the system was interrupted. As a result, the collimation did not work as desired. Due to the interrupted communication, the x-ray system received no feedback from the collimator and had to assume the worst possible case to protect the patient. Consequently, it switched to the so-called bypass fluoro mode. This special mode mitigates the problem. It allows the system to continue generating imaging. However, neither acquisition nor storage or further processing of data is possible, and the image quality is reduced. Such an error can only be eliminated by replacing the affected hardware. The collimator was replaced on site by our regional service unit. Afterwards, the system was running again as specified. The spare parts consumption of the affected part was checked. A possible error accumulation or even a possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the collimator blades moved without the control. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.